Event description:
Multiple issues with IV tubing (various models and lots) from sept. 2024 through january 2025 model 383516 - 13 sets with the following issues: blood backed up the catheter and out the back of the IV catheter hub, leaking blood. Steel needle bevel was off to the side, it was not centered with the plastic IV catheter. Catheter and steel needle were unable to be separated. Catheter tip of the needle broke in half and nearly stayed in the patient. Needle breaks through catheter. Needle would only retract with great force applied. Unable to flush with saline. Model 383519 - 23 sets with the following issues: valve failed on this catheter after the needle was removed, when the needle is removed from the catheter, blood leaks out the back end of the catheter system. Needle was found to be upside down and bevel was facing down. Model 383512 - 13 sets with the following issues: when the IV is being threaded into the patient, the plastic catheter is bending in the patient. The needle went through the side of the catheter during insertion piv felt sticky when nurse tried to thread it prohibiting the nurse from threading the needle. At the time of catheter insertion I pulled the needle out and notice blood splashing on the side of the catheter after the IV went in. The hole is down the middle of the catheter. On examination of product, the leaking is occurring at the hub where the needle is extracted at insertion (similar to the 18g catheter incidences). Model 383517 - 1 sets with the following issues: needle protruding from the side of the IV catheter. Manufacturer response for catheter,intravascular,therapeutic,short-term less than 30 days, bd nexiva (per site reporter). Manufacturer response for catheter,intravascular,therapeutic,short-term less than 30 days, bd nexiva (per site reporter).